Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) reported that she reinserted new cassette, but connected same bags. The technical service representative (tsr) explained to the hp not to change out cassette without changing bags also. The tsr further advised the hp to start over with all new supplies. The hp would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with to the hp's daughter regarding the reported issue, it was revealed that the issue was resolved and that they were made aware by the tsr that they are not supposed to re-use supplies. The cg stated that the hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was confirmed; however, a cause is undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.